Manufacturer narrative:
(B)(4) MDR.

Event description:
(B)(4) MDR - after an implant duration of about 3 weeks, a loss of capture was reported. The device could not be interrogated. After entering the back-up code twice, a reset was possible and the pacemaker worked correctly again. No adverse pt side effects have been reported. The device has been returned for analysis, but no date of explant was provided.